Event description:
The customer's husband reported that the customer was hospitalized due to a diabetic coma. The customer's husband stated that the customer lost consciousness while driving and was involved in a car accident. The customer's husband stated that the customer was revived by paramedics at the scene. The blood glucose reading at the time of the event was 37 mg/dl. Troubleshooting was performed, and the programming on the insulin pump was correct. It was found that the customer had changed the infusion set the day prior to the event. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed during the prime test due to a faulty force sensor. The basic occlusion, occlusion and excessive no delivery tests could not be performed due to the prime anomaly. However, the insulin pump passed the displacement test.